Event description:
The customer reported approximately 10 mls of clenz and sample leaked in the unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a hole in tubing going to valve vl242 in manifold 201 which leaked fluid into the air mix and temperature control (amtc) chambers. The fse replaced the tubing going to valve vl242 and the differential chamber. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).